Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in austria. As reported, this it was a case of a 26mm sapien 3 ultra valve implant in the aortic position by transfemoral approach. During the procedure, difficulties were found when advancing the sapien 3 ultra valve through the 14 esheath+, the valve could not be push back and forth. The sapien 3 ultra valve and commander delivery system exited the esheath+ liner. A small balloon catheter was inserted though the left femoral access and was used to tear open the rest of the esheath+ so the valve could be advanced. Then, the valve was successfully implanted and all the devices were removed from patient. The patient was good. As per the clinical preliminary evaluation of the provided imagery, the commander delivery system was observed exiting the esheath side (multiple times), and after the valve deployment there was evidence of an aortic puncture, treated with an occlusion balloon. The balloon was inflated for an unknown duration. Subsequent to the occlusion balloon inflation there was evidence of thrombus in both the left and right common femoral arteries.

Manufacturer narrative:
Supplemental report submitted to include imaging evaluation completion and engineering observations of the returned device. Update h6. Component code and device code. When performing observation via microscope on the returned device, the distal tip was found to be torn. Through review of the provided procedural angiography, the complaint of difficulty advancing the delivery through sheath was confirmed. In summary, patient (severe aortoiliac tortuosity) and procedural factors (excessive device manipulation) are identified as potential contributing factors for the reported event. Warnings state that if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra / sapien 3 ultra resilia thv in tortuous/challenging vessel anatomies. The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: the liner was punctured through entire length of sheath. The tip was opened as designed. The distal tip was torn radially. Two (2) kinks in sheath shaft approximately at 16cm and 21cm from distal strain relief were noted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of resistance between system components, liner punctured, and sheath kinked/bent were confirmed per evaluation of the returned device and/or imagery. An existing edwards technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks (as indicated in the provided imagery) or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per the provided imagery, there was presence of tortuosity in the access vessels. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath liner. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath, resulting in the reported liner puncture and sheath kink. Vessel tortuosity can exasperate the interaction between the crimped valve and sheath. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (tortuosity) may have contributed to the reported resistance, while patient factors (tortuosity) and/or procedural factors (valve caught on liner, device manipulation) may have contributed to the liner puncture, and patient factors (tortuosity) and/or procedural factors (device manipulation) may have contributed to the sheath kink. For the complaint of sheath distal tip torn was confirmed based on evaluation of the returned device. No manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially. The failure mode is characteristic of sheath tip tear events as described in product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or inflation of a small balloon may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A product risk assessment (pra) was previously initiated to document investigation and assess associated risks for the issue. A CAPA captures process improvement activities which were identified during previous investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.